Event description:
It was reported that the insulin pump alarmed and insulin squirted out as well the device was stuck in the rewind process. Troubleshooting was performed, and the drive support cap was sticking outwards by 1 millimeter; it happened the past week. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.